Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The upper and lower case, two side bail, ring, and lead flex covers, and the battery drawer were noted to be broken, and one side bail and the ring were bent.

Event description:
It was reported that when the unit was received in clinical engineering, there was no display, and the lights at the top flashed once from left to right, then it died. It started working when turned on it's back side. An internal component failure was suspected. The device subsequently tested out of specification during manufacturer's analysis. Follow-up information received indicated there was no patient involvement.